Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with a crack on top of top case. Event log history was performed and indicated that "syringe plunger not in place" was recorded in history. During analysis syringe test was performed and syringe plunger not in place error was found. It was noted that the cause of the reported problem was incorrect assembly on timing plates by customer. Service reassembled timing place, performed preventive maintenance and all functional testing which passed. Service will also, replace top case due to cracks; replace main printed circuit board (pcb) due to broken j4 clip; replace size pot due to broken connector; replace lcd display, worm coupling, worm gear, stepper motor, motor mount, lead screw, left and right clutch, clutch spring, barrel clamp rod, tapered spring due to old worn parts; installed missing delrin washer and cable guard. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump exhibited syringe flange sensor error and failed calibration. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.